Event description:
Medtronic rec'd info that this bioprosthetic aortic valve was explanted after approximately 17 months of service due to cuspal tears/perforations. There were no pt complications reported.

Manufacturer narrative:
Device history review found the product met specifications when released for distribution. Analysis: received in a clear solution, 0.2% glutaraldehyde, in an explant kit. All leaflets are slightly stiff but flexible. Tears and abrasions were observed, which appear to have been associated with long suture tails, as the tears align with visible needle holes in the sewing ring. Radiography shows no evidence of mineralization in the valve tissue. Conclusion: reduced performance of the device likely attributed to contact with long suture tails. Device explanted and replaced without reported pt complication.